Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death is an estimated date.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of unknown. It was noted during the insertion of the steerable guide catheter (sgc), the device was getting hung up on the percloses that were deployed prior to the guide insertion. The sgc was able to be advance into the right atrium, bleeding was observed around the sgc and a hematoma was forming at the site. It was decided to implant one mitraclip. The patient's blood pressure decreased once the clip was introduced. The sgc was then removed and the access site was stitched up. Pressure was applied. However, bleeding continued and further stitching was performed. The femoral iliac vein was then tied off to prevent bleeding. Bleeding continued. The patient expired.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported physical resistance during advancing and difficult to advance appear to be due to the procedural condition due to the percloses. A cause for the reported patient effects of perforation of vessels (rupture) and death cannot be determined. The bleeding/hemorrhage was due to the rupture. The hematoma and hypotension appear to be cascading effects of the bleeding. Perforation of vessels (rupture), bleeding, hematoma, death, and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and surgical intervention were results of case specific circumstances as pressure was applied and the vascular opened the patients groin and tied off the femoral iliac vein. There is no indication of a product issue with respect to manufacture, design or labeling.